Event description:
It was reported that the device was in back-up mode with dashes for most parameters. The device was pacing randomly with intermittent capture. Measured battery data was 2.68 v, 18 ua, <1 kohms. The device could not be repro- grammed. Two microprocessor resets were successful, but there were telemetry errors during the subsequent interro- gation. Previous records were not available as the patient had never been seen by this clinic.